Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. Summary of investigational findings: investigation is performed solely on event description. No product nor images have been provided. Due to the limited information provided, the exact root cause remains unknown, however, it is possible that tortuous anatomy caused resistance and the sheath was kinked. If the physician advance though resistance was met, it is possible that the filter penetrated the sheath and became stuck during the procedure. Excessive manipulation during attempts to advance the filter might have caused the separation of hub from sheath. Under normal conditions the sheath is strong enough to accomplish the procedure, but it may kink if advanced through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. From the IFU: "excessive force should not be used to place the filter" there is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the filter was trapped inside the sheath preventing its introduction or removal. After many attempts there was observed disconnection between the body of the sheath and the valve. It was decided to remove all the material to restart the procedure with a new material. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence